Manufacturer narrative:
The pump was received with a frozen display due to light moisture damage to the electronic assemblies. Unable to verify the unresponsive buttons or button error alarms due to the frozen display. However, light moisture damage were noted at the keypad traces. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery alarm or displacement tests due to the frozen display. The pump was received with a corroded motor home switch, a cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown. Customer stated the pump was exposed to sweat and she got a button error. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 49 mg/dl. The customer stated the buttons were not working then she got the alarm. The customer was advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 49 mg/dl. The customer stated the esc, act and b button error. The customer was advised that the device would be replaced. Customer went to bed high of 390 mg/dl and then she woke up and she was low of 49 mg/dl. Customer declined to troubleshoot for high and low blood glucose. Customer was not able to troubleshoot due to keys not working and button error.